Event description:
The pt has 4 leads (from the same lot) implanted as part of her scs system. It was reported the pt is experiencing burning and painful sensations at the right and left lead sites (peripheral) with stimulation turned on. However, the pt reported when stimulation is turned off, the issue is resolved. The sjm representative advised the pt to turn stimulation off. The pt is to follow-up with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.